Event description:
It was reported that when using the bd pyxis medstation system, the drawer 4 did not recognize that the drawer closed and showed close drawer message. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer was not detected as it was closed. A field service engineer discovered that latch sensor was not properly secure in place, causing it to be misaligned and not reading the latch incept magnet. A field service engineer aligned the sensor properly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.